Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. A test mixing pump was installed for decontamination. The mixing pump is not pulling the proper amount of water from the circulation tank and pumping it into the chiller tank. Serviced the mixing pump. A 2000-hour pm was completed on the device. As part of the pm, serviced the circulation pump and replaced the heater, drain valves, manifold o-rings, and coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80. Had them turn the device on and monitor t4 temperature for about 3 minutes. The t4 temperature maintained at 22c. Per additional information updated from ttm on 06oct2025, biomed had device giving calibration error 80. Per review of wo notes, they discussed filling the reservoir, stated they had refilled it just prior to calling them and that the device took approx 3.5 l of water during filling. Discussed that this was indicative of a chiller failure. Stated they would discuss repair options with management.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80. Had them turn the device on and monitor t4 temperature for about 3 minutes. The t4 temperature maintained at 22c. Per additional information updated from ttm on 06oct2025, biomed had device giving calibration error 80. Per review of wo notes, they discussed filling the reservoir, stated they had refilled it just prior to calling them and that the device took approx 3.5 l of water during filling. Discussed that this was indicative of a chiller failure. Stated they would discuss repair options with management.